Manufacturer narrative:
Upon receipt the performance of the lead was scrutinized including a mechanical, visual and electrical analysis. In addition, an analysis of the provided fluoroscopic images was performed. During the visual inspection, cuts in the insulation were found. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported undersensing and rising shock impedance. It is reasonable to assume, that these cuts resulted from the explantation procedure. The analysis of the provided fluoroscopic images gained no further information regarding the root cause of the reported undersensing and rising shock impedance. The manufacturing processes for the device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes.

Event description:
After a historical review of our records, this event was recognized as reportable to the competent authority. It was reported that approx. 7 months after the implantation inconstant undersensing was noted. The physician changed the sensitivity settings, but without success. According to update of 15-may-2020 there were more undersensing episodes and the lead was explanted and replaced by a new one on (B)(6) 2020.